Event description:
Implant placed 10/3/97, site #47. Pt complained of ache on 10/8/97. After many subsequent appointments. Implant was removed 10/28/97, with removal of granulation tissue. Pt has been taking anti-depressants (anafranil, 50 mgs/day) since 1981. Pt takes gelusil for reflux acidity symptoms (bleeding peptic ulcer in 1978). Has a 20 yr history of lumbar backache. In the last 2 yrs. Has had 2 episodes of exercise-induced asthma. One person affected.